Event description:
It was reported that during an arteriovenous (av) fistulogram procedure, a balloon detachment occurred. The unspecified lesion was located in the av fistula graft in an unspecified vessel within the pt's left arm. The physician inflated the 7x10x135 synergy balloon dilatation catheter two times to an unspecified number of atms that were "below maximum burst pressure". The physician encountered difficulties while withdrawing the balloon from the unspecified 7 fr sheath. Once the synergy catheter was removed from the pt, it was noted that the balloon had detached. Using fluoroscopy, the physician noted that the detached balloon were removed as a unit from the pt. The physician completed the procedure with this device. No further pt complications were noted and the pt's status was reported as "fine".

Manufacturer narrative:
(B)(4).